Manufacturer narrative:
The device was received for evaluation. During functional testing, alarmed system error 322 (link switch error (low)) was reproduced. A review of the event history log revealed multiple counts of ec322 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the lower link switch not binding as intended. The lower link and latch switch requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during programming/setup in the biomed service department. There was no patient involvement. No additional information is available.